Event description:
It was reported that an ilet user experienced a hypoglycemic episode with a nadir of 40 mg/dl. The low glucose was treated by a family member with an unknown large amount of sugar water, after which the system displayed a high alert and a fingerstick measured 600 mg/dl. The user had recently performed a supply change, noted no leaking, and with agent guidance completed a site change with observed insulin drops and resumed delivery, and the prior cannula did not appear bent, indicating a user treatment issue rather than a device malfunction. Symptoms included hypoglycemia, hyperglycemia, headache, and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.